Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 6, 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reverting to set up mode. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr follow-up with the patient. The patient reported that the alleged meter issue began on (B)(6) 2015 at an unspecified time in the morning when the subject meter reverted to set up mode. The patient manages her diabetes with a combination of medications, specifically glipizide-ER 5mg tablet (as well as losartan for hypertension 50mg and tristatin 20mg for cholesterol) and denied making any changes to her usual diabetes management routine in response to the alleged meter issue. The patient stated experiencing symptoms of frequent urination approximately 2 hours after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was the patient's first use of the product and there was no misuse. The csr educated the patient and walked through setting up the meter and the issue was resolved. This complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.